Event description:
Type of procedure: laparoscopic appendectomy. Event description: "issue: bag disengaged from handle. No adverse outcome." Additional information received via email 25jan2022 from [name], rn: the surgeon attempted to place appendix in the bag while inside of the patient and assessed that the bag was not attached to the "prongs" of the handle. The string/cord did not break. The case was completed by obtaining a new bag. No patient injury. No concerns for patient. Additional information received via email 26jan2022 from [name]: the tips of the prongs were exposed to the inside of the patient. The product is available for return. Patient status: no patient injury. No concerns for patient. Type of intervention: new bag obtained. Case completed.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic appendectomy. Event description: "issue: bag disengaged from handle. No adverse outcome." Additional information received via email 25jan2022 from [name] rn: the surgeon attempted to place appendix in the bag while inside of the patient and assessed that the bag was not attached to the "prongs" of the handle. The string/cord did not break. The case was completed by obtaining a new bag. No patient injury. No concerns for patient. Additional information received via email 26jan2022 from [name], rn: the tips of the prongs were exposed to the inside of the patient. Additional information received via email 28jan2022 from [name], rn: photos of complaint device received. The product is available for return. Patient status: no patient injury. No concerns for patient. Type of intervention: new bag obtained. Case completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a photo of the event unit. The photo confirmed the complainant¿s experience of exposed metal prongs as the bag was detached from the metal supports. Based on similar events and the condition of the returned unit, it is likely that the reported event was caused by a downward force that was exerted on the bag, resulting in the tissue bag falling off the supports. Correction was made to h6- component codes by changing 504 - prong to 553 - bag.